Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the suspected lots 1907225, 1908233 and 1910708 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each suspected lot were used for additional evaluation. The product was visually inspected, no defects or damage was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe was cracked. The following information was provided by the initial reporter: "two more incidents have occurred, with the same problem (ic) I have therefore received two more syringes. Through the internal reporting system I have received a number of reports about cracked perfusor syringes (50 ml, art. No. 300865). The reports come from two different departments. That is why we have the idea that the crack did not occur during preparation, but that the problem lies in the syringe. Approximately at the same time as the report, a few lot numbers were selected from the place where the syringe was prepared, i.e. 1907225, 1908233 and 1910708. It cannot be said with certainty that the syringe in question has to do with one of these lot numbers. The packaging of the affected syringes has not been preserved. We are curious if you have received more of these reports. I have one syringe in my possession that I could send to you."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown; potential device lot numbers: 1907225, 1908233, and 1910708. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringe was cracked. The following information was provided by the initial reporter: "two more incidents have occurred, with the same problem (ic) I have therefore received two more syringes. Through the internal reporting system I have received a number of reports about cracked perfusor syringes (50 ml, art. No. 300865) the reports come from two different departments. That is why we have the idea that the crack did not occur during preparation, but that the problem lies in the syringe. Approximately at the same time as the report, a few lot numbers were selected from the place where the syringe was prepared, i.e. 1907225, 1908233 and 1910708. It cannot be said with certainty that the syringe in question has to do with one of these lot numbers. The packaging of the affected syringes has not been preserved. We are curious if you have received more of these reports. I have one syringe in my possession that I could send to you."